Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found no evidence of biological contaminants, but the analyst noted that the device may have been cleaned. Air was injected into the cuff which expanded and held pressure normally. The information most likely indicates that the cuff was overinflated to the point where it covered the distal end of the tube and blocked the flow of oxygen through the tube.

Event description:
It was reported that the patient was intubated successfully and after 20-30 minutes there was no co2 return, air flow was stopped or was intermittent. The doctor re-intubated with the same tube and after a couple of minutes the co2 went back to zero. The doctor re-intubated with a non-medtronic standard et tube and completed the case.